Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted isi technical support engineer (tse) from off site and reported that the customer was not able to get the integrated electrosurgical unit (iesu) or erbe generator to provide any energy on bipolar or monopolar. Prior to calling they changed out the instrument energy cables and instruments with on change. Live logs had no related errors however earlier in the day a m-02 error was present. Customer connected a backup force triad generator, and it provided energy to continue as planned. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe due to m-02 error. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0201 - electrical/electronic component problem identified. Updated annex c - inv findings desc 2 to c070601 - deformation/distortion problem. Updated annex d - conclusion desc 1 to d11 - cause traced to user.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported problem, an m-02 module timeout, was observed in the field. Upon visual inspection, no issues were found that could be directly linked to the reported event. The erbe unit was tested using the system, and upon startup, it displayed the error code m-02-3,1-71. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of error m-02 is attributed to a module timeout 1-71 relay error in the generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. Isi followed up with the initial reporter and obtained the following additional information: the da vinci-assisted surgical procedure performed by the surgeon was a cholecystectomy. Although the exact time of the procedure was not provided, it was performed after hours. System functionality was checked upon powering on, and the system initially powered on without errors. The case was able to be completed after a 15-minute procedure delay setting up the force triad generator.

Event description:
Refer to h11 for follow-up information.